Manufacturer narrative:
D9 - date returned to mfg. 1-jul-2025. H3: one device was received for evaluation. The service history review of the device showed no service history in the previous 12 months. The customer reported issue could not be confirmed. No problem was identified with the device. As a preventative measure, the downstream occlusion (dso) was replaced. Dso/uso sensors were calibrated. The device then passed all tests.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.